Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue or user has high glucose value.

Event description:
Consumer complaint of blood result reading of "hi". Customer results are always under 200mg/dl. Last blood results in memory: 231mg/dl 228mg/dl, 229mg/dl,350mg/dl, hi, hi, 180mg/dl. No adverse event reported.

Event description:
Consumer complaint of blood result reading of "hi". Customer results are always under 200mg/dl. Last blood results in memory: 231mg/dl, 228mg/dl, 229mg/dl, 350mg/dl, hi, hi, 180mg/dl. No adverse event reported.